Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that large drops of blood remain in the hemogard plug of the bd vacutainer® barricor¿ tube w/ lime green bd hemogard¿. Blood leaked into the bags holding the tubes. No injury or medical intervention reported.